Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction via an axillary insertion and was required to restart to trigger the unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the reported issue. The fse evaluated the unit, but was unable to reproduce the reported issue. The fse tested the compressor to ensure proper operation, and no problem was found. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction via an axillary insertion and was required to restart to trigger the unit. No patient harm, serious injury or adverse event was reported.